Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 had intermittent continuity. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance which could be considered related to the reported event recorded in the lot history. The device was returned to the factory for evaluation. Signs of clinical use and evidence of blood were observed. A visual inspection determined that the heater wire was flexed away from the jaw. The heater wire was detached from the tip of the hot jaw but remained attached at the base of the jaw. Small amount of peeled silicon was observed to be peeled on the center of the jaw. Evidence of blood and charred material were observed on the heater wire. A pre-cautery test was performed per the instructions for use (IFU) with a reference cable, adapter and reference power supply. The device passed the pre-cautery test, it produced visible steam and heating during five (5) 3-second activation and shut off when the toggle was released. To evaluate the safety shut down system, a polyfuse activation test was performed 5 times over 10 minutes. The device shut off after the period of sustained activation and reactivated after the 10 second cooling down period with no incident each time. A temperature and resistance evaluation was conducted to evaluate the device function. The resistance value was measured at 0.68 ohms which is within hemopro 2 final test specification. The device passed the temperature measurement test. The displayed temperature increased and turned ¿green¿ within the 2 second specified timeframe. The displayed temperature decreased once the toggle swivel was released. Based on the results of the evaluation, the reported failure mode "intermittent continuity" was not confirmed, but was confirmed for "bent wire" and "peeled jaw". Specific actions for the reported failure mode are being maintained and documented under maquet¿s corrective and preventative (CAPA) system.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 had intermittent continuity. A replacement device was used to complete the procedure. The hospital did not report any patient effects.